Event description:
On 5/27/86 a device was implanted. On 1/6/87 the balloon was revised. On 2/15/88 the device was removed from the pt and replaced, reason and dr not indicated. Co is unable to obtain add'l info.